Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. Insulin was present inside the unit including the motor and battery compartment. Unable to perform displacement test due to blank display. Unit received with a vertical crack in the battery threads located above the left belt clip rail. The middle (enter) keypad button is cracked. Did not note any other cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had corrosion at battery compartment. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the battery was stuck in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.